Manufacturer narrative:
The product was received and the reported failure mode was confirmed. The following repair diagnostic codes were identified: electrode missing and replaced handle. The following was observed: a missing electrode. The handle was replaced. The electrode described in the diagnostic codes is located on the proximal end of the device thus there is no risk of the component falling into the patient. This does confirm the alleged failure mode of insulation damage. Probable root cause: poor autoclave reliability, incorrect sterilization/reprocessing procedure, handling procedures, contact forces and product used beyond defined useful life.

Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The following repair and service diagnostic codes were identified: electrode missing. Replaced handle. The following was observed: a missing electrode. The handle was replaced. This does confirm the alleged failure mode of insulation damage. The electrode described in the diagnostic codes is located on the proximal end of the device thus there is no risk of the component falling into the patient. Probable root cause: poor autoclave reliability. Incorrect sterilization/reprocessing procedure. Handling procedures. Contact forces. Product used beyond defined useful life. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the insulation has been compromised.